Event description:
It was reported that the patient experienced a low blood glucose episode, with a continuous glucose monitor low of 54 mg/dl and a confirmatory fingerstick of 48 mg/dl, lasting about an hour; the patient treated with oral carbohydrates, including cookies, after noticing a rapid decline following a meal announced as usual while using a dexcom g7 with the ilet bionic pancreas, and the specific device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia with shaking and tremors. Outcomes included an unexpected medical intervention in the form of oral glucose administration and classification as a serious injury or illness. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.